Manufacturer narrative:
The reported event of high impedance was confirmed. The return flex extension leads had breaks with all broken wires in the lead body. The cause of the reported event is consistent with an overstress condition or sudden event the lead may have been subjected while in vivo.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was experiencing high impedances on the left extension. Surgical intervention took place in which the extension was explanted and replaced to address the issue. Therapy was restored.